Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after removing the freestyle libre sensor, she noticed that the sensor filament had remained in skin. The customer attempted to remove filament herself with tweezers, but was unsuccessful, and reported she had an appointment with her healthcare provider to have it removed later in the day. There was no report of death or permanent injury associated with this event.